Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
In a previous report it was noted that the device was not returned, however the lot records were reviewed and found to have conformed to the required specifications prior to distribution. It should have been reported that the device returned did not correspond to the lot number reported. In fact the device returned was not a codman device. However, the lot number reported along with the device was found to be consistent with a codman device and those lot records were reviewed and found to be in compliance prior to distribution. The non codman device was returned to the customer.

Event description:
Affiliate reported that the valve stopped flowing. As a result the device was revised. The device reported pertains to a catheter. The customer has been contacted to clarify. Additional information is expected. No death or serious injury reported as a result of this incident.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.